Manufacturer narrative:
(B)(4). Batch # n56l0m. (B)(4). Additional information requested and received: was it known prior to firing device that the tumor was in renal vein? Yes was the tissue within jaws of device easily compressible to 1.0mm? Information not available in patient chart. What color cartridge was being used? Information not available in the patient chart. What was the intended stapling target? Left renal artery please explain what is meant by ¿misfire¿. There is no other documentation in the chart regarding the meaning of ¿misfire¿. It is reported that bleeding was from the abdominal aorta following staple ligation of the left renal artery. Clear avulsion of the renal artery stump with a 1cm hole posterior to the renal vein. Were clips used in the area of stapling? Information not available in the patient chart. Was this the 1st firing of device? The chart does not specify that this happened after the first firing of the device, however there is no documentation of having fired the device prior to this incident. What is the current patient status? Pt. D/c stable to go home. The analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
Per user facility medwatch form, #(B)(4), during a robotic nephrectomy procedure; the stapler was used. We removed the stapler and after that it was noted that there was very fast bleeding from the site where the staple fired. It appears that the stapler misfired, which is leading to blood loss. It was difficult to visualize at that time to repair the vascular injury. Therefore, we did convert it to an open procedure and the vascular surgeon was called. The cardiac thoracic surgeon provided assistance during the case. The cardiac surgeon performed emergent salvage repair of the laceration to the abdominal aorta and venoplasty of the inferior vena cava with resection removal of renal cell carcinoma from the left renal vein, verification of distal arterial perfusion. The patient did lose two liters of blood and three units of packed red blood cells were given.